Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg displayed a replace generator soon message indicating the ipg is approaching end of life. Surgical intervention may be pending to address the issue.